Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded code 1003 message indicative that the battery voltage is too low for the projected remaining capacity. This device was analyzed by engineering and the battery appeared to be depleting more quickly than expected. This device remains in service and replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator recorded code 1003 message indicative that the battery voltage is too low for the projected remaining capacity. This device was analyzed by engineering and the battery appeared to be depleting more quickly than expected. This device remained in service and replacement was recommended. Eventually, this device was explanted, replaced and it is not expected to be returned for analysis. No additional adverse patient effects were reported.